Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to power supply unit failure. The cause of the faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the processor would not turn on due to faulty power supply unit. Minor hit and scratch marks were found on front panel, top cover, rear panel and chassis. Scratches and minor deformation found on power switch as well. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance, the video system (processor) would not power on. There was no procedure or patient involvement.